Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a non-st elevated myocardial infarction (nstemi) before the initial procedure. Three xience sierra stents (2.75x12mm, 3x12mm, and 3x28mm) were implanted on (B)(6) 2021. On (B)(6)2021, the patient was re-admitted with nstemi. Unspecified treatment was performed, and the final patient outcome is unknown. No additional information was provided.